Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a button error alarm and an unresponsive button. Customer stated that she was working and the pump was in her pocket when she received the alarm. Customer's blood glucose was over 190 mg/dl at the time of the incident. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker.